Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-12286. It was reported during a surgical procedure on (B)(6) 2024, the s1 leads were cut and partially left implanted in the patient. Next course of action is undetermined at this time.

Manufacturer narrative:
Corrected: health effect - clinical code.